Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 18/oct/2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid with streaks of blood noted in the patient¿s drain bag. Laboratory specimens obtained and tested in the hospital were not reported to the outpatient clinic and the results of effluent fluid cultures and white blood cell counts remain unknown. The patient was diagnosed with peritonitis that was suspected to be caused by a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin, ip ceftazidime and oral ciprofloxacin (dosages, frequency and durations not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the severity of infection as the patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy for the duration of admission. The patient had an uneventful hospital course, and she was discharged to home on (B)(6) 2024. The patient is recovering from this event at home and is currently being trained for home hd. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an outpatient basis with the potential to return to ccpd therapy on the same liberty select cycler upon resolution of infection and pd catheter replacement.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy, blood-streaked peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid with streaks of blood noted in the patient¿s drain bag. Laboratory specimens obtained and tested in the hospital were not reported to the outpatient clinic and the results of effluent fluid cultures and white blood cell counts remain unknown. The patient was diagnosed with peritonitis that was suspected to be caused by a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin, ip ceftazidime and oral ciprofloxacin (dosages, frequency and durations not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the severity of infection as the patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy for the duration of admission. The patient had an uneventful hospital course, and she was discharged to home on (B)(6) 2024. The patient is recovering from this event at home and is currently being trained for home hd. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an outpatient basis with the potential to return to ccpd therapy on the same liberty select cycler upon resolution of infection and pd catheter replacement.